Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that there was a data error in the pacemaker. No intervention was performed. Patient was asymptomatic.

Manufacturer narrative:
Further information was requested but not received.